Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin irritation on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as red skin with blisters, located on the skin under the adhesive pad. On (B)(6) 2016 the patient's mother took the patient to the dermatologist regarding the skin reaction. The dermatologist did not prescribe any additional treatment. Patient's mother stated that they are currently using different kinds of adhesive barriers to prevent skin reaction. Affected area was treated with hydrocortisone, benadryl, benadryl spray, benadryl cream, breast milk, aloe vera, coconut oil and eczema cream. Additional event or patient information was not provided. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined